Manufacturer narrative:
Product complaint # (B)(4). Additional information: component code: (B)(4)¿ device not returned. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: j pharm bioall sci 2023;15:s1145-8; doi: 10.4103/jpbs.jpbs_187_23. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via journal article: title: a prospective comparison of octyl-2-cyanoacrylate and suture in facial wounds the study aimed to evaluate the efficacy of octyl-2-cyanoacrylate as well as sutures as a wound closure material. Whether octyl-2-cyanoacrylate can be used as an alternative to suture in the closure of facial wounds. A total of 15 facial wounds were divided into 2 groups: group-I cases in whom 3-0 black silk suture (manufacturer: unknown) was used for closure of the wound and group-ii cases in whom octyl-2-cyanoacrylate dermabond (ethicon) was used for closure of the wound. Postoperative wounds were evaluated after the first 24 hours, 1st post-operative week, and 2nd post-operative week. The scar was evaluated for character and color after a minimum period of 30 days for the cosmetic outcome. Reported complications included wound dehiscence (n=2), infection (n=3), inadequate seal (n=1), mild pain (n=1), wide scar (n=2), and hypertrophic scar/keloid (n=1). In conclusion, results showed that octyl-2-cyanoacrylate offered the benefit of decreased procedure time with less pain, no need for its removal, and better cosmetic outcome compared to sutures.